Event description:
A male patient contacted lifecor customer support to report that the system was alarming to replace the battery. He is unable to remove the battery because the loop is broken off. Support suggested for him to remove the battery forcibly and they would send a new battery. Patient said he could not because he was in the hospital awaiting an ICD. Support suggested he let the battery run down since he was being monitored by the hospital's equipment. In 2007, the patient's nurse contacted customer support and stated that the battery had completely discharged. Nurse insisted that someone come and fix the device. Customer support contacted the lifecor patient service representative (psr) and the territory manager. The territory manager contacted the nurse to explain that lifecor would come to recover all of equipment since the patient had ended use. Psr recovered the equipment and confirmed that the battery pack is jammed in the monitor.

Manufacturer narrative:
Device manufacture date: battery pack - 03/2006, monitor - 08/2006. Device evaluations of battery pack and monitor have been completed. The reported problem was confirmed. The cause of the monitor alarming and shutting off was due to the battery being stuck in the monitor and the battery cells completely discharging. The root cause of the battery being stuck in the monitor was that the loop was jammed under the locking tab of the battery. The jammed loop was probably due to the battery being forced into the monitor. The battery locking tab was replaced. The cells were recharged. The battery was retested and restocked. No adverse event resulted from the damaged battery pack.